Manufacturer narrative:
The device in question was not available for technical analysis. The gdftrd was used to remove a stomach lesion. Tissue mobilised with a grasper restricted the view. As the application ring was not observed, the user possibly assumed that the clip had been deployed and resected the tissue. It is stated in the instruction for use that clip application must be verified before tissue resection. The application ring must remain visible and be observed in the endoscopic image. Only when the application ring has moved fully forwards to the edge of the cap, the clip has been applied.

Event description:
The gastroduodenal ftrd was used to remove a stomach lesion. The clip was not deployed and the tissue was resected. No full thickness resection was performed and the mucosal lesion was closed with clips. No further clinical intervention was needed.